Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high and low blood glucose while she was in the ER addressing kidney issues. The patient had an infection, blood clot, and right kidney blockage. The patient woke up at 4am with an insulin flow blocked alarm. Her blood glucose was 400 mg/dl. She changed her infusion set and reservoir and resumed treatment. Another time her blood glucose was down to 46 mg/dl. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.